Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an unspecified procedure shaft damage was noted. The details of the lesion are unknown. They had two 182 non bsc wires down, the 2.75x15mm quantum maverick balloon was inflated successfully. The physician then went to remove the balloon and the balloon snagged the non bsc wire causing the shaft to separate. The physician was able to remove the balloon and the wires successfully with no harm to the patient. The procedure was completed with this device. Patient status is listed as ok with no complications reported.